Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not receive low battery prior to the replace battery alert. The customer's blood glucose level was unknown. The customer also reported that the battery cap was not loose, cracked or damaged. Customer reported that the second occurrence of replace battery now without a low battery warning. The customer was advised to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No unexpected battery power loss alarm during testing.